Manufacturer narrative:
Findings: pump unable to prime during prime/a33 test due to faulty fsr. (Gold). Unable to verify no delivery alarm due to prime anomaly. Pump received with cracked display window corners; broken belt clip slot, cracked reservoir tube lip, missing end cap sticker.

Event description:
It was reported that the insulin pump excessively alarmed no delivery. The blood glucose level was not included in the report. Troubleshooting was done, however, insulin pump has been returned for analysis. Nothing further reported.